Manufacturer narrative:
Assessment of the device shows the device has been repaired/altered by an unknown third party. Repair/alteration is in a manner inconsistent with smith and nephew service and repair practices. The complaint investigation has concluded that the failure is the result of suspect repair/alteration process. There are no indications to suggest that the product did not meet manufacturing specification when released to distribution.

Event description:
It was reported the powermax elite mdu hand control overheated. A backup device was utilized to complete the procedure. No patient injury or complications were reported.